Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customers reported issue. The stm observed fault code #2, #37, #55, and #77 in the iabp log files and noted that the autofill failure indicated a low vacuum. The stm was able to fix the iabp unit by calibrating the drive pressure regulator. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient involved and no adverse event reported.